Event description:
It was reported that the patient presented to the operating room due to dislodged right ventricular lead. During procedure, the lead helix would no longer deploy or retract so the lead was explanted and replaced. The patient was in stable condition throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.